Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test ¿ failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1912 which reflects the transformer has p180 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Voltage verification check ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient 's caregiver contacted fresenius technical support to report that the liberty select cycler was presenting a blank screen. Screen was blank during treatment complete - patient data. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys did make any sound when pressed. The reported issue(s) is not a result of the supplies. Confirmed power cord was tightly secured in the wall outlet and back of cycler. Rebooted cycler, but screen remained blank. Advised to discontinue use of this cycler; replaced cycler due to blank screen. The fresenius technical support representative issued the cycler replacement. Upon follow up, it was confirmed that patient was able to complete treatment on the reported day with the cycler. Cycler replacement was received. Nurse did not know if the old cycler was picked up. No patient adverse effects were experienced, and no medical intervention was required. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.